Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record and UDI are in-progress. All information reasonably known as of 18 may 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced two different incidents, which were associated with separate units, involving the same (one) patient. This is the first of two reports. Refer to 2026095-2026-00044 for the second report the customer reported that following ankle surgery performed on (B)(6) 2026, a patient was discharged with an ambit infusion pump connected to a catheter site for postoperative local anesthetic infusion therapy. The patient later reported that approximately 300 ml of local anesthetic had infused within approximately 12 hours and subsequently became symptomatic, possibly consistent with local anesthetic systemic toxicity (last). Emergency medical services (ems) were contacted, and the catheter was removed in the field. The patient was not admitted to the hospital.additional information was received on 24-apr-2026, reporting that the programmed settings for the pump were: initial loading dose 12 ml, dose 6 ml, interval 2 hours, bolus 3 ml, lockout time 30 minutes, and 500 ml medication bag. The reporting physician indicated the patient may have misinterpreted the pump display rather than an actual over-infusion occurring.